Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an intermittently open pulse wire in the trunk cable. The root cause of the intermittent wire could not be positively identified. No adverse event resulted from the open wire. The pt did not require a replacement electrode belt.

Event description:
While investigation a (B)(6) male pt's electrode belt for an unrelated issue, a reportable problem was discovered. Electrode belt sn (B)(4) failed a therapy electrode recognition test. The pt did not require a replacement electrode belt.